Event description:
It was reported the patient heard alert tones for atrial impedance out of range and was also in chronic atrial fibrillation. The atrial lead was fractured and the impedance was greater than 3000 ohms. The device was reprogrammed from dual chamber (dddr) mode into single chamber (vvir) mode. The atrial lead was capped and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.